Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies including corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
It was reported a motor stall had been confirmed and the patient had two pump alarms related to motor stalls. It was noted, the first stall did recover and was on 2014 (B)(6). It was thought the pump was still stalled at this time and the patient was hospitalized with withdrawal, but the symptoms were unknown. The patient¿s healthcare provider (hcp) was managing the patient, but was no longer due to insurance reasons. The patient needed to find a new hcp to have the pump replaced. It was also reported, it was thought the patient was discharged from the hospital and was on oral medication and feeling better. It was further clarified the patient went to the emergency room (ER) once already, was put on oral medications, stabilized and then sent home. It was reported this was an emergent situation and the basic home infusion company was waiting for the hcp to call back so the pump could be programmed to minimum rate mode in case the stall would recover. The pump was being used to deliver morphine. It was further reported, the pump was stalled and was being replaced 2014 (B)(6). Additional information received reported only the pump was replaced and the patient experienced several stalls. It was noted on 2014 (B)(6), the patient experienced nausea, vomiting, and diarrhea. It was reported, the first stall occurred on 2014 (B)(6) at 15:53 and recovered at 20:22 on the same day. A second stall occurred on 2014 (B)(6) at 20:46 and recovered on 2014 (B)(6) at 10:11. The motor stalled again on 2014 (B)(6) at 20:27 and stopped pump period may exceed tube set occurred on 2014 (B)(6) at 19:30 with recovery on 2014 (B)(6) at 07:23. It was also reported a motor stall occurred 2014 (B)(6) at 20:13 and recovered 2014 (B)(6) at 16:52. It was noted a motor stall occurred 2014 (B)(6) at 20:44 and stopped pump period may exceed tube set occurred 2014 (B)(6) at 20:44 with motor stall recovery 2014 (B)(6) at 22:14. It was reported there was no patient injury. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.